Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2019-06593. It was reported that during an implant procedure, the physician was unable to implant the new leads. In turn, the procedure was abandoned.